Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Stent struts 4, 5 and 7 from the proximal end of the stent were lifted. The crimped stent od (outer diameter) of the undamaged section was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 01-mar-2017. It was reported that crossing difficulties were encountered. The 89% target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The lesion was treated with predilation using a 2.5x20 maverick balloon catheter. A 3.00 x38mm synergy¿ drug-eluting stent was then advanced but the device failed to cross the lesion. The device was removed from patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged.